Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had developed a bacterial infection. The system was explanted without adverse consequence to the patient. The patient remained stable before during and after the procedure and would continue to be monitored.